Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument, however, failure analysis has not completed their investigation as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps (mbf) tip was chipped. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use, and slight chips on the instrument tip were observed. The instrument did not collide with any other instrument or tool during the procedure. There was no broken piece during the procedure. No fragment fell inside the patient.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found with charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient did not experience any injury or adverse event during or after the procedure. There was no unintended energy discharge but there was an inadvertent contact with another energy instrument.